Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer stated that she will be going to the hospital after the call. The customer reported that she received a no delivery alarm. The customer's blood glucose was over 400 mg/dl at the time of the incident. The customer's blood glucose was 517 mg/dl at the time of call. The customer stated that she saw small air bubbles. The customer stated that there were no leaks, site and insulin issues and settings issues. The customer was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.